Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their elecsys 2010. The patient's initial hcgb result from the primary tube was 3.45 miu/ml accompanied by a data flag and it was reported outside the laboratory. The doctor asked the customer to repeat the sample,as the initial result did not correlate with the gestational period of the patient. The first repeat from the primary tube was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:100 and the result was 13392 miu/ml accompanied by a data flag. A sample cup was then tested and the result was 10000 miu/ml accompanied by a data flag. The physician agreed with the repeat results without any treatment to the patient. The patient was not adversely affected by the result. The hcgb reagent lot number was 167584 and the expiration date was 07/30/2013. It was determined the customer was not using the recommended rack adaptors. The field service representative checked the sample/reagent probe adjustment. A precision check after the adjustment was fine.

Manufacturer narrative:
A definitive root cause could not be determined. The provided lot calibration data were within range, but it was performed eight weeks prior to the event, which is not within the package insert recommendations. The provided quality control data were within range, but it was performed on (B)(4) 2012, which is not within the package insert recommendations. A general reagent or instrument issue could not be found.

Manufacturer narrative:
.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. This event occured in (B)(6).